Event description:
It was reported that on 07/18/2012, a 3.5x38 rx xience prime stent was implanted successfully in the mid-distal right coronary artery for treatment of a chronic total occlusion. The physician confirmed that the stent was well apposed to the vessel wall. The patient was in stable condition with timi flow 3. On 07/31/2012, the patient complained of chest pain and was transported to the hospital approximately one hour after the first onset of chest pain. Electrocardiogram (ECG) anomaly was noted. Angiography and intravascular ultrasound (ivus) confirmed in-stent thrombosis. Thrombus aspiration and percutaneous coronary intervention was performed. The patient is reported as stable. Reportedly, the physician does not consider the event to be related to the stenting procedure, but may be related to the patients history of diabetes. The physician stated that the thrombus formation may have been triggered by the patients smoking since hospital discharge after initial stent implant. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effects of angina and thrombosis are listed in the xience prime everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.